Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. The alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm noted during testing. However, replace battery alarm and pump error 25 alarm confirmed in the long trace. The device had pump error 23,49 and 68 after battery change and pump error 75 alarm during self test and high sleep current measurement due to connector resistance. The loaded voltage and the unloaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.